Event description:
Event description cpi received information that this endotak lead (0075) was removed from service due to an open lead fault code problem. This lead had it's rate sensing portion capped previously. The lead was extracted, and replaced with a cpi (0095) lead.